Event description:
It was reported that patient underwent a right hip revision approximately 16 years post implantation due to metallosis, pain, necrosis, trunnionosis, osteolysis and alval response. The patient also experienced pain and fatigue in right hip as well as memory problems. Findings included osteolysis on and around the femur, milky white substance upon entering joint space, necrotic tissue, black and brown stained tissue and granulation, trunnionosis, removed black with knife. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b5; b7; g4; h2; h6. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01698.

Manufacturer narrative:
(B)(4). Concomitant medical products: 15-106052 ¿ m2a cup ¿ 588690, 11-104209 ¿ malory femoral stem ¿ 261240. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01409.

Event description:
It was reported that patient underwent a right hip revision approximately 16 years post implantation due to metallosis. Patient also notes experiencing pain, fatigue in the hip and also memory problems. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g4; h2; h3; h6. Reported event was confirmed by review of medical records noting patient was experiencing right groin pain, osteolysis was found on and around the femur. Milky white substance upon entering joint space, necrotic tissue, alval response, black and brown stained tissue and granulation. Trunnionosis was also found and removed with knife. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.